Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based off of a photo that was provided. It was found that the date of implantation was mistakenly reported as (B)(6) 2019. Based on the invoice date of the device, the date of implantation was estimated to (B)(6) 2010. The relevant field has been updated. Investigation summary : upon visual inspection of the picture, the device was observed to be ruptured. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.  All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, other unspecified problems. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with two 700cc mentor memorygel breast implant prostheses experienced postoperative bilateral breast pain and suffered unspecified problems. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, the left-sided device was found to be ruptured. The patient decided not to send back the devices to mentor, and they are not available for evaluation. This report is for the left prosthesis.